Manufacturer narrative:
Conclusion: unable to determine root cause.

Event description:
The device was returned for evaluation. The event was not confirmed; dried blood within the catheter prevented inflation of the balloon. The root cause of the event could not be conclusively determined; however, blood being present within the balloon and catheter indicates a potential issue with the balloon.

Event description:
A reliant balloon was inserted as an accessory device for the endovascular treatment of a 9cm in diameter abdominal aortic aneurysm. The vessel tortuosity was excessive (greater than 3 bends). It was reported that during the index procedure, the physician ballooned the top portion of the bifurcated device (the balloon was inflated inside the stent graft). The first inflation seemed fine therefore, the reliant balloon was moved to the overlap zone between the contra gate and the limb extension (left side). A fine blush leak of contrast was observed however, the balloon was still able to be inflated. The third inflation at the distal end of the limb extension also demonstrates the same kind of leak so the physician requested a replacement catheter for the right side of the graft to successfully complete the procedure. No endoleaks were seen on the final angiogram. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).